Manufacturer narrative:
The device passed the functional testing's including displacement test, rewind basic occlusion, occlusion, prime and no delivery tests. The no delivery error alarm functioned properly. The device was received with normal operating currents and no unexpected off no power or low battery alarm noted. The device had cracked case at the display window corner and cracked belt clip slot at the battery tube threads area. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose. The customer states having diabetic ketoacidosis. The customer's blood glucose at the time of call was 130mg/dl. The customer's blood glucose at the time of hospitalization was 598 mg/dl. Troubleshooting was conducted. The customer conducted the high pressure test and the device failed to alarm. The customer was advised to discontinue use of the device and that it would need to be replaced. The device is being returned for analysis and being replaced.